Event description:
Council cath - tested prior to insertion but balloon failed after insertion. Catheter removed from bladder. Stent and guide wire were reinserted into 2nd council cath. Pt was then catheterized successfully.